Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73h1600848 was confirmed. During visual inspection was observed: components look well assembled, not stuck clip in jaws. Issue reported" device failure to function" was not confirmed with sample received during visual inspection, please refer to pictures. Functional inspection was performed by attempting to load clips in the jaws of the device by engaging the trigger. Upon trigger engagement, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws of the applier and close, in total two clips were able to load and close. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. The sample was disassembled to inspect the internal components. Upon disassembly, all internal parts appeared typical. No other defects or anomalies were observed. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may other remarks: result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the reported complaint could not be confirmed for the sample that was returned. The reported complaint of "device failure to function" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found. The device was received with 2 clips remaining in the channel indicating that the end user fired 13 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No further action will be taken.

Event description:
The clips loaded into the jaws at a tilted angle on first few clips and the jaws would not fully open on the next few. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73h1600848, investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips loaded into the jaws at a tilted angle on first few clips and the jaws would not fully open on the next few. The patient's condition was reported as fine.